Event description:
The patient reported excessive prime volume. Evaluation revealed that the force sensor was out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration, and contamination was found in the force sensor assembly. During investigation, the load step was performed and the pump did not detect the cartridge, which resulted in all of the fluid being dispensed.